Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported malposition of the device appears to be related to operational context. In this case it is likely the device was under inserted into the vessel or interactions with patient anatomy cause the knot to be deployed into the tissue tract. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after a multi-access site interventional electrophysiology procedure with an 8.5f and an 11f sheath. Reportedly, at the 8.5f access site, the suture of the proglide device did not capture the vessel wall. A new proglide device was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.